Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead insulation was damage when the physician pulled the lead out while it was ¿stack¿ in the tip of the catheter. The physician had to cut the catheter to ¿recuperate¿ the lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.